Event description:
It was reported that t:slim x2 pump battery would not charge and customer received low battery and power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter with a working outlet, and after leaving pump connected for at least 30 minutes pump began charging, with no changes made to charging supplies and no additional actions reported.